Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. Two hours after the procedure, a pericardial effusion was noticed after the patient complained of chest pain. The pericardial effusion was confirmed by an echocardiogram. A pericardiocentesis was provided and 225cc of fluid were removed. There was no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch unidirectional catheter. Two hours after the procedure, a pericardial effusion was noticed after the patient complained of chest pain. The pericardial effusion was confirmed by an echocardiogram. A pericardiocentesis was provided and 225 cc of fluid were removed. There was no further information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.